Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Images of the reported issue were provided; however, the images were of the label and the product had been moved from the original packaging and placed into a bag. Without the sample to review, breakage could not be clearly confirmed based on the review of the provided image. Since the reported issue could not be confirmed, establishing a root cause and appropriate corrective action is not required. There were no similar complaints in the lot.

Event description:
A newborn with glucose solution in a PICC in the right lower limb was salinized at 8 a.m. There was no resistance. At 10am, the collaborator reports that she went to wash and the PICC broke. The PICC was removed and inserted in the left lower limb.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.